Manufacturer narrative:
(B)(4). The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high pacing thresholds and impedance issues.

Event description:
It was reported that this patient with this dual chamber pacemaker exhibited rising threshold and impedance measurements on the non-boston scientific right ventricular (rv) lead. Subsequently, this patient underwent a replacement procedure and this rv lead was surgically abandoned and replaced. The dual chamber pacemaker was explanted as a result of normal battery depletion. No additional adverse patient effects were reported.